Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr peel-apart sheath and dilator were received for evaluation. Visual, microscopic and functional evaluations were performed. The distal end of the sheath appeared to be deformed. The edges were noted to be jagged. An attempt to remove the loaded vessel dilator from the peel-apart sheath was performed and retracted without issue. The distal end of both devices was noted to be deformed. An attempt to load the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place without issue. Therefore, the investigation is confirmed for the identified deformation issue. The investigation is unconfirmed for the reported fracture as no fracture was identified during sample evaluation. However, the investigation is inconclusive for the reported fitting issues as the sample evaluation results indicating no difficulty under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the preparation procedure, the connection between the inner and outer tubes were found to be loose and the dilator tip was damaged. The sheath and dilator did not fit together properly, so only the sheath was pushed in during insertion, resulting in the tip of the sheath becoming frayed. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the preparation procedure, the connection between the inner and outer tubes were found to be loose and the dilator tip was damaged. The sheath and dilator did not fit together properly, so only the sheath was pushed in during insertion, resulting in the tip of the sheath becoming frayed. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.